Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported a crack in the syringe tubing that caused leaking. The crack occurred at the site attached to the syringe. There was no report of pt harm or medical intervention. No additional pt/event information was provided.